Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were the vein and artery taken together or individually? Was the device difficult to close? Were the forces to close or fire higher than expected? Were clips used in the vicinity prior to firing stapler? What is meant by ¿one limb did not curl¿? Were staple form issues noted with single staple or entire row? What is the current patient status?.

Event description:
Per user facility medwatch report form # mw5072090, during a laparoscopic nephrectomy converted to open emergently procedure; when vascular surgeon called in to repair right renal artery and vein due to technical failure of vascular load stapling device. Per vascular surgeon note: it was evident one limb did not curl and close properly along the length of the stapler live. As root cause of hemorrhage. Patient received one unit of blood during the surgery. Patient transferred to ICU post-surgery. It is not known how the procedure was completed.